Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is being closed since after multiple attempts to retrieve the product, the product still hasn't been returned for evaluation. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. A review into the depuy mitek complaints system revealed 3 other similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A check of the manufacturing finished goods records for the reported batch number revealed no anomalies relating to the reported incident. There were (B)(4) devices released for distribution on 5-12-2016 with an expiration date of 2019-03-31. There were no anomalies or discrepancies in the manufacture of this lot. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that a vapr clplse90 was experiencing suction issues.